Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's battery was not charging. There was no reported patient injury as a result of this event. The battery (B)(4) was returned to the manufacturer for evaluation. The returned battery passed visual inspection but failed functional testing as a result of a defective charging fet on the pcb; however, after replacing the charge fet, the battery passed functional testing. The mostly likely root cause of the reported "not charging" event may be attributed to a defective electrical component. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that the battery was not charging. The battery was checked on different charger ports without success. The battery was removed from service and the patient was provided with a replacement device. There was no reported patient injury as a result of this event. The battery was returned to the manufacturer for evaluation.